Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Low bg cause was not known. Reportedly, customer was incoherent and had assistance from school nurse who provided carbohydrates and gave glucose gummies to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.